Event description:
It was reported that impedance readings on the implantable neuro stimulator (ins) on the patient's right side were <250 ohms. Contact 03 showed <50ohms with a current of 538ua; unipolar with c0: 525ohms and 40ua and c3: 525ohms and 40ua. This occurred after the replacement of the ins in (B)(6). The ins on the left side was "fine." Those two contacts were not programmed. It also was reported that the patient was having "head dystonia" and "eye distortion." When the ins was turned off, the symptoms went away. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.